Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on an unknown date. According to the complainant, they could not cut the papilla because the device could not conduct electricity. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on an unknown date. According to the complainant, they could not cut the papilla because the device could not conduct electricity. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Following a detailed device analysis, it was found that the device functioned as intended with respect to electrical functioning (connectivity/resistivity). A functional evaluation found that the continuity between the 2-in-1 connector and the exposed cutting wire was found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cutting wire meets the cutting resistivity specification. The length of the exposed cutting wire was within specification and the device tip bowed past 90 degrees meeting the bowing specification. The customer complaint could not be confirmed since the device functioned as intended without any issues. Operational/procedural factors including but not limited to patient anatomy, connection/interface between device - generator - activation cord or generator/ settings used in the procedure could potentially affect the device functionality during customer usage and could not be confirmed at this time. The most probable root cause is not confirmed. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.